Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 284 (mg/dl) and chest pains. The customer delivered a bolus via the pump however their bg level did not lower. It was determined that the customer had a cellulitis infection from a pool they were recently in. The contact stated the hospitalization was not related to the pump or pump supplies. The customer received insulin, fluids and antibiotics while in the hospital. The customer was released from the hospital on the following day. The contact stated the customer has been doing better since the treatment received in the hospital.